Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and eight months post deployment, a computed tomography of abdomen and pelvis showed that the prongs of the filter may be outside the confines of the inferior vena cava. Around two years and six months later, a computed tomography of abdomen and pelvis showed one anterior strut passed outside the outline of the inferior vena cava and was in close proximity to a bowel loop. Also, posteriorly, one of the struts lied outside of the outline of the inferior vena cava and resided in the retroperitoneal fat. Therefore, the investigation is confirmed for perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.